Manufacturer narrative:
(B)(4). The customer, site biomed (B)(6), reported that while performing preventive maintenance, the safety test earth leakage current was slightly high. The user initiated philips performance verification pt lead leakage safety test result was (B)(4) and the specification is (B)(4). This test is conducted when the device has been removed from clinical service. There was no pt involvement. On (B)(6) 2013, when contacted by phone, the site biomed reported he had ordered and replaced the power supply, which resolved this out of specification condition. After service/repair, the measured safety test earth leakage current was 285ua. The device passed operational performance assurance testing and was returned to service. We are considering this to have been a malfunction of the power supply.

Event description:
The customer, site biomed (B)(6), reported that while performing preventive maintenance the safety test earth leakage current was slightly high.